Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after this patient had a procedure, a device check was performed. Non-sustained ventricular tachycardia episodes were stored on the implantable cardioverter defibrillator (ICD) due to oversensed noise on the rate/sense channel. There was pacing inhibition greater than 2 seconds. Testing was performed, but the noise not able to be reproduced. At this time, the products remain in service. No adverse patient effects were reported.